Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineer review, and an evaluation of the returned device. A broken shaft was observed. Damage was noted on the clevis cover. Evaluation showed that the handles functioned properly. The rotation knob functioned properly. The damaged shaft prevented device extension and further functional testing. Engineering observed that the barrel was broken and disengaged from the bodies. In addition the distal end of tube shaft was observed to be damaged. The damaged shaft is consistent with a unit that received an opposite direction force when it is fully retracted causing the barrel to rupture. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during lap. Cholecystectomy, the surgeon tried to use roti-grasper for single port surgery. He tried to rolling the bar, it was burst. The device "broke down rotate point. You can see the broke point from the product."